Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from chinese: "on the morning of july 23, during the treatment of the patient, the indwelling needle was found to leak." "After confirming with the hospital, the incident was reported by the third department of radiotherapy. Communicated with the customer of the department to understand that the incident occurred as leakage occurred during infusion for the patient on the second day of indwelling needle puncture, and the indwelling needle was replaced immediately. There was no problem with the infusion on the first day of puncture. The leakage site is the connection between the joint and the indwelling needle screw. The clinical customer's self-reported analysis was caused by the patient's own twisting of the joint during the indwelling period, so there was no sample left, and the article number and batch number could not be confirmed."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from chinese: "on the morning of july 23, during the treatment of the patient, the indwelling needle was found to leak" "after confirming with the hospital, the incident was reported by the third department of radiotherapy. Communicated with the customer of the department to understand that the incident occurred as leakage occurred during infusion for the patient on the second day of indwelling needle puncture, and the indwelling needle was replaced immediately. There was no problem with the infusion on the first day of puncture. The leakage site is the connection between the joint and the indwelling needle screw. The clinical customer's self-reported analysis was caused by the patient's own twisting of the joint during the indwelling period, so there was no sample left, and the article number and batch number could not be confirmed."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2018034. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.